Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the transparent cover has separated from the dome. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was biomedical technician. The correction of d1 brand name deems required. This is based on the internal evaluation. Previous d1 brand name lucea 50. Corrected d1 brand name lucea led®. The correction of d2a product code. Deems required. This is based on the internal evaluation. Previous d2a product code. Ftd. Corrected d2a product code. Fss. The correction of d2b product code. Deems required. This is based on the internal evaluation. Previous d2b product code description. Lamp, surgical. Corrected d2b product code description. Lamp, surgical, floor standing. The correction of d4 catalog # and version or model #, unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568604998. Corrected d4 catalog # blank. Previous d4 version or model # ard568604998. Corrected d4 version or model # ardlca309004a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the transparent cover has separated from the dome. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. The device has been repaired by replacement of s/e coque transparente - l50 (ard368611998) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. The incident is due to an inappropriate use. A shock with another device is the most probable root cause of this incident. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea 50-100 user manual mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.